Event description:
It was reported one lead was exhibiting high impedances and was auto reducing on right lead. As such, surgical intervention was undertaken wherein the lead was replaced and therapy was restored.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.